Event description:
A physician reported that during an intraocular lens (iol) implant procedure, it was noticed that there was delivery malfunction. Additional information has been requested, received and stated, lens was prepped in the standard fashion to inject into the patient eye after phacoemulsification. When physician got the loader from the technician, the iol had not advanced to the tunnel part of the injector. Physician depressed the actuator to push the iol to the tunnel entrance. When physician let off the actuator, the iol continued through the tunnel and expelled through the tip just enough that physician could not get the injector into the patient eye without significant manipulation. Rather than manipulating the wound, physician continued to push the iol out of the injector with the piston, and reloaded it into a cartridge and injected it through a turn style injector. That worked well, and continued with the procedure, uneventful. Physician assume the actuator did not fully retract or was stuck, slowly retracting, when let off the finger pressure and the piston continued to expel the lens. It eventually was able to retract, stopping the piston, just a little too late to inject into the eye. No patient harm happened secondary to the event.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).